Manufacturer narrative:
(B)(4). Evaluation summary: a batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. The sample was received for evaluation. Visual inspection identified a ruptured bladder, confirming the reported condition. Microscopic inspection identified markings on the exterior surface of the bladder, near the rupture line. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor experienced a ruptured bladder. The reporter stated that the device was manually filled using a syringe with saline first, and then the rupture occurred when fluorouracil was being added. The bladder was not in a footed position or detached from the stressmember. The reporter stated that the device had not been laid down sideways. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the ruptured bladder was not able to be determined. Should additional relevant information become available, a supplemental report will be submitted.